Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported by the patient¿s wife that the patient had been hospitalized from friday, (B)(6)2018 so the patient was currently resting. The wife did not indicate why this was. On (B)(6) 2018 the patient mentioned they had been hospitalized for a few days but did not say why. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported by the patient¿s wife that the patient had been hospitalized from 2018-sep-28 to sunday, 2018-sep-30 so the patient was currently resting. The wife did not indicate why this was. On 2018-oct-01 the patient mentioned they had been hospitalized for a few days but did not say why. There were no further complications reported. On 2018-12-13 telph(con): additonal information was received and patient stated that they where at the hospital because they had a bladder infection and that they also had a catheter in. Patient further stated that they were currently taking antibiotics. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they where at the hospital because they had a bladder infection and that they also had a catheter in. Patient further stated that they were currently taking antibiotics. No further complications were noted or anticipated